Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for the bad battery alarms. The customer stated that the esc button is not working as well.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No failed battery alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.